Event description:
It was reported to medtronic neurosurgery that the patient had been implanted with their adjustable valve three months prior to the event date and that it was initially set to pl 2.0. Reportedly, a MRI was performed post-operatively. According to the report, the patient was experiencing symptoms of fatigue and saw a physician to check the settings. The report states that the physician was initially unable to read or adjust the valve settings despite using both of the two available models of adjustment tools. Allegedly, the compass of the hand tool did not move when placed over the valve, and the display screen of the electronic tool did not show any parameter signal. The report also states that magnets were unable to change the setting, and that the first x-ray image of the valve showed that the adjustable component appeared to be out of normal borders as if it were stuck. Reportedly, the physician then spread an external gel and placed the magnet opposite the valve. According to the report, this enabled the physician to put the valve's adjustment mechanism in motion again and that the valve was reset to pl 2.0. The report states that this setting was verified with a second x-ray. No injury to the patient was reported.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.